Manufacturer narrative:
The initial reported event of high right ventricular (rv) lead impedance measurements due to an apparent lead fracture was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. Concomitant medical products: dtmb1q1 ICD; 429888 lead, implanted: (B)(6)2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was informed of a right ventricular (rv) lead fracture while away from home. Follow up with the physician office noted that rv lead had an alert for high impedance measurements due to an apparent lead fracture. The patient was evaluated in a different state and reprogramming was done. The rv lead was later capped and replaced. No patient complications have been reported as a result of this event.